Event description:
Distributor received two leads for analysis. The leads were part of a 4 lead/ICD that was removed for pocket infection. There was no allegation or complaints received against any of the leads or the ICD. This report was created as a result of the return product analysis. Both leads exhibited insulation abrasions that exposed the conductor coil. The morphology and location of the abrasions are typical of lead on ICD case or lead-on-lead contact.